Event description:
It was reported that control-iq was not adjusting insulin delivery as expected, which was thought to be due to incorrect personal profile settings causing too much insulin delivery. Customer's blood glucose level was recorded at 51 mg/dl, which was low. To address this, the customer consumed carbohydrates and did not require third-party assistance. Insulin delivery had been suspended, but the caller was informed by customer technical support that insulin needed to be resumed for control-iq to function properly. Following this, the caller resumed insulin, and control-iq functioned as intended.